Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at 3 cm from the j-tip at the distal end. Microscopic examination confirmed that the wire was intact and the wire was measured and found to be within dimensional specifications. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion in the operating room, resistance was met. As a result, the guidewire was removed from the patient's internal jugular and at that time found the guidewire kinked approximately 2cm from the tip. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.